Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. Prior to the procedure, it was noted that the atrial lead exhibited an inappropriate mode switch due to noise oversensing. The atrial lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.